Event description:
On (B) (6) 2010, pt reported she has been experiencing extremely elevated blood glucose for the past few weeks. Pt sated she is concerned she has had to change the battery in her infusion device every 2.5-3 weeks. Pt reported she would sometimes go for months without changing the battery. Pt reported her blood glucose was 400 mg/dl on (B) (6) 2010 for no reason. Pt stated her blood glucose was 380 mg/dl after lunch, she took 2 units of insulin and her most recent reading was 296 mg/dl about an hour ago. Pt's normal blood glucose range is 70-120 mg/dl. Pt reported she received a battery low alert on (B) (6) 2010; she changed the battery and this cleared the alert. Pt stated the infusion adapter was changed "a while ago but not recently." Advised pt to change adapter with every 10th cartridge change. Pt reported she increased her basal rate a couple of weeks ago. Had pt disconnect from her infusion site and bolus 2 units of insulin; insulin dripped from the infusion tubing. Advised pt to switch to her backup infusion device to see if the issue persists. On call back from pt on (B) (6) 2010, pt stated she did switch to her backup infusion device and her blood glucose returned to her target range the same day she began using the backup device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.